Event description:
A physician reported during a discussion with a rhytec rep, that a pt treated in 2006 had developed a pseudomonas infection shortly after treatment. The pt was treated with cipro and did well.

Manufacturer narrative:
The portrait psr3 is non-contacting and is unlikely to infect the pt. A physician's guide and pt guide were released in april 2008 providing additional post care recommendations.